Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 270 mg/dl and 113 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.